Event description:
Site called in and reported an alleged inaccuracy of 5mm while using the stealthstation tria. Surgeon aborted the use of navigation but completed the surgery. There was no impact on pt outcome.

Manufacturer narrative:
No pt info available at this time. RMA for camera, which was evaluated and returned to site with no issues. Investigation discontinued as site is looking into upgrading sys. Site is not using original sys and using a fee per use sys until decision is made to upgrade. No impact on pt outcome.